Event description:
Reportedly, since the programmer software has been upgraded to 2.36 version, an error message is sometimes displayed when the user attempts to open stored patient files. An explanation is requested.

Manufacturer narrative:
On (B)(4) 2013, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.